Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high thresholds and impedance measurements. The lead was placed in different positions and upon removal it was noted that a very small portion of tissue was retrieved from the tip and it was not possible to retract the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.